Event description:
Boston scientific crm received information that recently stable right ventricular (rv) pacing impedance measurements rose to greater than 2000 ohms. Technical services (ts) suggested to evaluate the patient through isometrics and pocket manipulations for a possible conductor issue. Non-sustained ventricular episodes stored in the arrhythmia logbook exhibited no noise. A chest xray was performed and it was unknown if the setscrew of the device was down. It was reported that the patient would be considered to be brought back to the clinic for a follow up appointment to assess the setscrew and terminal pins. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Additional information was received indicating the device was explanted and replaced with another manufacturer's device. It was suspected that the high pacing impedance measurements were due to a device header issue. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.